Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-30538 related manufacturer reference number 3006705815-2020-30539 additional information received indicates surgical intervention took place on (B)(6) 2020. Additionally, the patient reported experiencing inadequate coverage and therapy. Intra operatively testing showed low impedance on the left lead and x-ray showed the contacts touching. Once the low impedance was resolved, the left lead was repositioned to achieve better coverage. The leads were connected to the ipg into opposite ports of the ipg that before. Low impedances were still noted, which was resolved reinserting the leads into the ipg. Reportedly, the procedure was completed with normal impedance measurement. However, during post operatively programming low impedances were observed. Despite the low impedance, improved coverage and therapy was achieved post operatively.

Event description:
Additional information received indicates that the patient continued to experience inadequate therapy. As such, further surgical intervention took place on (B)(6) 2020 wherein one of the leads and the ipg were explanted. The other lead was repositioned and connected to a new ipg. Intra operative diagnostics revealed normal impedance on the remaining lead. Paresthesia coverage achieved during procedure. Therapy to be reassessed at a later date.

Manufacturer narrative:
The reported ¿unable to place in MRI mode¿ and ¿impedance issue¿ was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate; which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, was able to be placed in MRI mode without any issue, and it communicated with all lab utilities.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to impedance issue. Diagnostic revealed high and low impedances. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.